Event description:
It was reported that during an upgrade procedure from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) the right atrial (ra) lead was capped and replaced due to observations of loss of capture. It was reported that there was no asystole. No additional adverse patient effects were reported.